Manufacturer narrative:
Lead sc-2352-70, sn (B)(4): the complaint has been confirmed. Visual inspection of the lead found that the lead body was elongated/stretched. Electrodes 1-8 from the distal end of the lead were not returned. It appears that excessive tensile force was exerted onto the lead and it resulted in the reported complaint.

Event description:
It was reported that during the trial lead pull procedure the physician reported that one of the leads was difficult to remove. The physician applied pressure to retract the lead but the lead ended up breaking off within the patient at the proximal contact. The patient was referred to a surgeon to recover the broken end of the lead.

Manufacturer narrative:
Device has not been returned.

Event description:
It was reported that during the trial lead pull procedure the physician reported that one of the leads was difficult to remove. The physician applied pressure to retract the lead but the lead ended up breaking off within the patient at the proximal contact. The patient was referred to a surgeon to recover the broken end of the lead.